Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the central lumen were noted at ap-proximately 19cm, 29cm and 46cm from the iabc luer end. The iabc central lumen was noted broken at two different locations at approximately 1.8cm and 5.6cm from the iabc distal tip. No blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, which is consistent with the previously confirmed broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc dis-tal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No re-sistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon was not inflated" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken, which can result in an ina-bility of the bladder to fully inflate. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the broken central lu-men is undetermined. No further action required at this time. This will be monitored for any de-veloping trends.

Event description:
It was reported "after the catheter inserted into the patient, the pump frequent alarms of helium gas leakage or excessive pressure occurred. Through dsa observation, it was found that a part of the balloon was not inflated. Manual inflation and aspiration with a syringe were attempted, but still, a part of the balloon remained un-inflated. Remove the catheter and changet new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon remained uninflated" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after the catheter inserted into the patient, the pump frequent alarms of helium gas leakage or excessive pressure occurred. Through dsa observation, it was found that a part of the balloon was not inflated. Manual inflation and aspiration with a syringe were attempted, but still, a part of the balloon remained un-inflated. Remove the catheter and change to new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after the catheter inserted into the patient, the pump frequent alarms of helium gas leakage or excessive pressure occurred. Through dsa observation, it was found that a part of the balloon was not inflated. Manual inflation and aspiration with a syringe were attempted, but still, a part of the balloon remained un-inflated. Remove the catheter and change new one". No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
Qn# (B)(4).